Event description:
A customer contacted beckman coulter, inc (bci) in regards to a burning smell and grinding noise coming from access 2 immunoassay system. The customer was advised to power down the instrument. There was no report of injury, and the customer did not seek or need medical attention.

Manufacturer narrative:
Bci customer technical support had the customer check the rvs (reaction vessel) and rv shuttle, but no issue was noted. Service was dispatched on (B)(4) 2011 for this event. The bci field service engineer (fse) reseated the power boards and the network connections. The fse initialized the instrument, homed all devices and primed the fluidics. No issue was noted. The fse was unable to locate the source of the smoke smell. A definitive root cause for this event has not been determined.